Manufacturer narrative:
Other applicable components are: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient¿s pocket was opening up. The patient¿s incision had opened up. The physician submitted a culture for review on. No device issue reported. No complications reported the manufacturing representative reported that the cause of patient's pocket/incision opening up had not been determined yet. The issue had not been resolved. The results of the culture had not come back of 5:30 pm today. Patient's weight was still unknown it was reported by the doctor that the culture did not grow anything. The rep reported that the lead and the neurostimulator were removed. The pocket was cultured and the they will report further when more information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The lead and implantable neurostimulator (ins) were sent to the hospital pathology lab and they are going to call the rep to pick it up after they finish with it. Additional information was received on 2018-01-30. The rep is in possession of the device and plans to send it back to the manufacturing company. No further patient complications have been reported as a result of this event.